Event description:
The patient was implanted with a polaris valve on (B)(6) 2026. During a follow-up examination conducted on (B)(6) 2026, the physician observed that the valve was clogged and was not functioning properly. As a result of the device malfunction, the valve was surgically explanted and replaced with another valve.